Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a system was explanted for infection on (B)(6) 2018. The patient had been on antibiotic therapy for two months prior to the explant. The system was extracted with no complications. The patient was stable following the procedure and a new system is scheduled to be implanted at a later date. The patient is not device dependent.

Manufacturer narrative:
Analysis was normal. No anomalies were found.